Event description:
When contacted for follow up information, the physician was unaware of any event with patient and did not provide any additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products - lead model 39565-65 serial #(B)(4) implanted: (B)(6) 2009, programmer model 37743 serial #(B)(4), recharger model 37752 serial #(B)(4).

Event description:
It was reported the lead that goes into the patient's spine moved and it "fell into the gutter." There was no known accident or incident related to the event. The issue was discovered "a long time ago." The patient was currently in rehab following a back surgery and his back was stable enough now for the surgeon to fix the lead. There was also a problem with the patient programmer as the programmer screen was displaying "medtronic." The batteries were going to be changed to see if the problem resolved. Additional information has been requested, a follow-up report will be sent if additional information becomes available.